Manufacturer narrative:
(B)(4). Results: (endoleak), (moderate tortuosity in the aortic neck and a sharp bend in the aortic neck). Conclusion: (moderate tortuosity in the aortic neck and a sharp bend in the aortic neck).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity in the aortic neck, no calcification, and a sharp bend in the aortic neck. It was reported that there was a proximal type 1 endoleak present post implant. The decision was made to implant a talent aortic cuff proximally however the endoleak was not resolved. (See MFR# 2953200-2010-02173). The physician implanted a palmaz stent and the endoleak was resolved. No add'l clinical sequelae were reported and the patient is fine.